Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen is cracked. Contacted stated that the touchscreen became cracked while working construction. The customer removed the pump form his pocket and noticed the damage. There was no impact to the customer¿s blood glucose. Reportedly, the customer would continue use of the current pump for therapy.